Event description:
The subject device was used for a laparoscopic gynecology procedure. It was found that the probe was broken when the user mobilized the colon. The fragment was lost in the patient body and the user didn't locate the fragment. The procedure was completed with another thunderbeat device. Olympus has followed up with user facility to obtain consequences for patient regarding the reported event, but with no result.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the probe broke down at 14.5 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, there was a possibility that the probe was cracked since the surgeon outputted the device contacting with something hard and the probe was broken when the probe received a load. This report is being submitted as a medical device report in an abundance of caution.